Manufacturer narrative:
Original surgeon lost medical license. Evidence of improper placement of device in that it was not properly placed in the medial segment.

Event description:
Implant date: (B)(6) 2010. Explant date: (B)(6) 2010. Fracture healed. Implant removed because of pain. Implant not properly placed: head of implant was exposed near superior cortex of medial segment. This is an internal report from sales rep. This was not presented by the surgeon.